Event description:
It was reported that while using bd vacutainer® k3e 7.2mg plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: there are issues with bd vacutainer k3e, lot number 2311303 when screening for hiv/hcv/hbv pcr, and once we switched to a new batch the problems of invalid results seemed to stop.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k3e 7.2mg plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: there are issues with bd vacutainer k3e, lot number 2311303 when screening for hiv/hcv/hbv pcr, and once we switched to a new batch the problems of invalid results seemed to stop.

Manufacturer narrative:
The following fields have been updated to the compliant pr# (B)(4)- discolored / abnormal additive form d10: device available for eval: yes d10: returned to manufacturer on: 30-aug-2023 h.6 investigation summary: bd received 100 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Further clinical investigation is not required for this claim as the workflow is off-label. Bd does not have claims for using edta tubes for infectious disease testing. Therefore any use of bd products outside manufacturer claims must be validated by the end user. Additionally certain assays, in this case hiv testing, are excluded from bd protocols. Therefore, we are at the present time, unable to perform internal clinical testing for infectious diseases. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.